Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with MDR 1225714-2014-02413 and 1225714-2014-02414.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009, subsequently expired after the use of the product.